Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reports chemotherapy is leaking out of the top of the burette during infusion. The clinical supervisor believes the vent to the burette was left open, as well as the clamp to the chemotherapy bag. The burette filled with chemotherapy to the top and overflowed, leaking onto the pump from the vent port. She believes this may be more of an education issue than a product malfunction.